Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture, burning, itching, hardening and discomfort. Device evaluation: analysis of the returned device identified device to be underweight, have a broken shell, missing on posterior (0-25%), and red particles in the gel and shell. A visual and micro analysis was performed which identified a sharp broken, a wear abrasion, a crease fold and missing orientation dot (75-100%). A dimension measurement in the shell was performed which identified the thickness was within specification based on the device analysis the final assessment is: a sharp broken on the posterior due to an unidentified (tear) opening. Missing shell and orientation dot due to inconclusive.

Event description:
Patient reported left side "burning, tingling, itching, hardening and discomfort." Healthcare professional reported rupture. Device has been explanted.